Event description:
Caller reported that cartridge alarm 20 occurred during the load process, preventing the completion of the sequence and recurring even after attempting to load a new cartridge. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Technical support could not resolve the issue and decided to replace the pump, providing the customer with a backup insulin pump to use in the meantime. Instructions were given to the caller about putting the pump into storage mode, returning the faulty pump, and steps to take upon receiving the replacement.